Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced a fever and contact dermatitis two days following a trial lead removal procedure. The physician treated the pt with antibiotics and topical steroid cream. F/u determined the pt issues have resolved.